Manufacturer narrative:
This report is submitted on june 21, 2023.

Event description:
Per the clinic, the patient experienced electrode array extrusion through the tympanic membrane. Additional information has been requested but has not been made available as of the date of this report.